Event description:
An occlusion alarm was reported with no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer, following guidance from technical support, initially disconnected the tubing and tightened the lock. However, they declined further troubleshooting by not performing the suggested bolus. Ultimately, the customer changed supplies as necessary and resumed insulin therapy.